Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure this right atrial (ra) lead could not be removed from the header due to a stuck setscrew. The device header was cut to facilitate lead removal. With difficulty, the ra lead was removed from the header and tested on the pacing system analyzer (psa) with normal impedance measurements. The lead was connected to the device and the impedances were greater than 2,000 ohms. The lead was re-seated several times with no change. The lead was electrically deactivated and remains implanted. No adverse patient effects were reported.